Manufacturer narrative:
Onsite functional and visual examination was performed by a manufacturer representative. The umbilical cable, and motion batteries were replaced. A calibration was performed. The system passed a system checkout and was returned to an operational condition. Other relevant device(s) are: product ID: bi71000475, serial/lot #: unk. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging device being used outside of a procedure. It was reported that the image acquisition system (ias) was not charging. They may have had it unplugged for several days due to covid-19. The system was then plugged in for more than 24hr and still not able to be charged. The site moved the umbilical cable a little bit and it started to charge.